Event description:
As reported, the tubing part of a 6/7f mynx control vascular closure device (vcd) close to the tip was bent when opened by the scrub nurse. The product was not used and another device was opened to continue with the procedure. The physician is familiar with the product and uses it routinely. The device has blood on it where the doctor touched it as he was scrubbed. The device is available for return. Addendum: on product evaluation the sealant was partially exposed

Manufacturer narrative:
E1 address: (B)(6). As reported, the tubing part of a 6f/7f mynx control vascular closure device (vcd) close to the tip was bent when opened by the scrub nurse. The product was not used and another device was opened to continue with the procedure. The physician is familiar with the product and uses it routinely. The device has blood on it where the doctor touched it as he was scrubbed. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and the syringe was not returned for evaluation. The sealant was partially exposed but remained mounted on the delivery shaft. A frayed/split/torn condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition of the sealant sleeves. The catheter working length was verified and measured within the defined specification. This measurement was taken using a calibrated ruler. A functional simulated deployment test was performed. The unit functioned as intended: the tension indicator aligned by pulling the distal tip, the sealant deployed, and the balloon retracted. Button 1 and button 2 were depressed in the instructed sequence without issue. A high-magnification microscopic evaluation was performed to assess the sealant and the condition of the sealant sleeves. The analysis confirmed the presence of frayed/split/torn damage on the sleeves and the partial exposure of the sealant. Verification of sheath compatibility per the device instructions for use (IFU) could not be completed, as the csi was not returned with the unit. Additionally, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-kinked/bent¿ was not observed through analysis of the returned device as there was no kinked/bent condition noted. However, the sealant sleeves were found to be frayed/split/torn, and a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, prepping/handling factors (it was reported that sealant sleeve was found to be kinked when opened) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. Although, since the sealant was reportedly exposed to blood after the condition was first noted, its original condition in the packaging could not be evaluated. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.